Manufacturer narrative:
The companion 2 driver has been returned to syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient at the time of the reported event. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check test.

Manufacturer narrative:
The customer-reported issue of the driver not passing the system check was confirmed through review of the patient data file, which indicated four system checks failing the same left driveline pressure tests steps. During these tests, the left pressure remained high and was unable to reach the required set points. Although the driver passed incoming functional testing, the issue was confirmed during additional system check evaluations. The root cause of the customer-reported issue was determined to be a malfunction of the left electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) for issues with electronic pressure regulators. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.